Event description:
A device malfunction was identified. Under speciffic conditions icon software will result in incorrect orientation of acquired patient data in "spect" mode. This occurs when switching from "coincidence" mode to "spect" mode on the ecam via the patient positioning monitor (ppm). While at the same time there is an icon planar acquisition selected. The incorrect orientation may cause the displayed image to be reversed in either "left to right or "top to bottom" directions. It may not be immediately clear to the user that the image has been reversed. A potential for misdiagnosis exists at that point.